Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The catheter was implanted without removing the stiffener stylet. The indwelling period was 186 days. The pt was suffering cardiopulmonary arrest on arrival and the pt's death was confirmed later. The un-removed stylet was found by x-ray. The stylet punctured the right atrium and reached liver. The autopsy concluded that this puncture by the stylet was the cause of death.